Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metal wear/metallosis.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient claim received. Patient alleges he suffers from ions "creeping up" and pain. Update 11/14/2016 litigation received. Per depuy's complaint handling procedure, all litigation is reported. Complaint was updated 11/27/2016. Update may 12, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges ringing in both ears, pain in lower back, cognitive issues with becoming forgetful, angry, depressed, lack of mobility, loss of range of motion and decreased desired activities. After review of medical records for the MDR reportability, revision notes stated that a small amount of fluid in the joint was noted. No signs of synovitis and pseudotumor or loosening. MRI shows large joint effusion with extension into the trochanter bursa. Operative notes indicates no signs of trunnionosis. Lab results for metal ions were below 7ppb. Product codes and lot numbers were provided. This complaint was updated on may 19, 2017.